Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and hospitalized. Customer also states that infusion set leaked. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer was treated high blood glucose with manual injection . Customer will not be returned device for analysis.